Manufacturer narrative:
Conclusion coding, corrected data: initial report inadvertently listed the wrong conclusion code.

Event description:
It was confirmed that the patient was not experiencing any adverse events at this time. X-rays were received for review. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. Complete pin insertion could not be assessed due to the angle of the images provided. The feed-thru wires appeared normal. The lead was observed in the neck and chest. Note that a portion of the lead was routed behind the generator and so could not be assessed. Strain relief and tie downs were present per labeling. No apparent gross lead fractures, sharp angles, or other anomalies were observed. No additional, relevant information was received to date.

Event description:
It was found during a programming history database review, that the patient had high impedance of 5537 ohms and high impedance of >9000 ohms. Internal data was reviewed and it was determined that this patient has had high impedance since the day after implant, (6194 ohms). Since this point, the patient's impedance levels have ranged between 6194 ohms and 29030 ohms. The patient's x-ray was reviewed again to check for incomplete pin insertion, which was now verified.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that a patient recently implanted with a m1000 with post-operative impedance within normal limits was now presenting at a follow up appointment with impedance of 5537ohms. It was informed that this could be related to the m1000 high impedance letter received, and the physician was advised to obtain x-rays. Device history records were reviewed for the implanted generator and lead. Both devices were sterilized and passed all quality inspections prior to distribution. X-rays were ordered and the x-ray report stated that "no fracture or breaks were seen in the lead and that the distal tip of the lead overlies the neck". Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional relevant information was received to date.